Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) knob was difficult to turn and calibration failed. As a result, an alternate device was employed. The surgical procedure was completed. There was no delay, no blood loss, nor adverse consequences to that patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate an issue with the epgs knob but did confirm that there was a 'cannot calibrate oxygen (o2) analyzer' message causing calibration failure. The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.